Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were encountering por (power on reset) message on their handset. Patient services reviewed meaning of this message, how to dismiss the message and turn therapy back on. Patient mentioned they could feel stimulation sensation after turning therapy back on again noting that the sensation felt continuous when it would previously feel more like a pulsing sensation. Patient confirmed the sensation was comfortable, they just noticed a difference. Patient services reviewed expectations that stimulation may feel differently or dissipate completely over time. Patient services recommended patient monitor.